Event description:
The customer reported bellavista 1000e ventilator with the following errors: technical failure 300 no ventilation device in failsafe. Technical failure 301 watchdog failure, firmware running. Technical failure 316 blower failure. Technical failure 344, 24v step motor voltage low. Technical failure 347, 24v step motor voltage too low and,technical failure 309 nurse call failed. Furthermore, there was no patient involvement associated with the event. The issue was confirmed happened prior patient use.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. However the log files shows on (B)(6) 2021, 16:56:12, errors 300, no ventilation. Device in failsafe and 301 watchdog failure, firmware running then starting on (B)(6) 2021 log files shows the errors in the following sequence at 14:03:14, 401, 316, 309, 301, warning blower blocked and restart, nt error 4, 344, 345, 344 reset, 300 and 347 and the sequence repeats itself after every restart. Results of investigation: vyaire medical was unable to verify the exact root cause but it was suspected that the main electronics is causing the issue. Initiated main electronic warranty replacement. The customer claimed that after it was tested with a new main electronics, the unit worked correctly.